Event description:
Oxygen quick connect on portable tank failed. Hose from ventilator appeared to be attached but apparently slipped from the connector causing patient to desaturate. Upon evaluation of the connector after the call, it was discovered that the quick connect was not properly latching. Have a video showing it malfunctioning but was unable to load due to size.